Manufacturer narrative:
Attempts were made to gather more information, but the attempts were unsuccessful.

Event description:
It was reported that the patient rolled over the xps wing and fell onto the ground. No adverse consequences were reported. The device was evaluated by a stryker field service representative, and it was found that the restraints were in the incorrect spot. This issue was resolved for the customer by placing the restraints in the correct spot.

Event description:
It was reported that the patient rolled over xps wing and fell onto the ground (inadequate patient restraint). It is unclear at this time if the patient was injured at this time. Attempts are being made to gather additional details from the user facility.